Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the luer adapter. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from overtightening the adapter. Overtightening the luer adapter can apply excessive stress, leading to cracks or breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, the luer adapter at the arterial end was ruptured and cracked, causing a leak. Tego was not utilized. Nothing unusual had been observed on the device prior to use. Flushing had been done with no cracks found before use. No other defects or damages had been found on the product where the leak was observed. No excessive force had been used on the device. Iodophor had been used as the cleaning agent on the device, and betadine had been used to clean the adapters. The insertion site was treated with iodophor prior to product placement. The adapters had been tightened by hand, and no instrument had been used to loosen or tighten the device. The catheter had not been replaced. The remedial action taken was to temporarily replace the luer connector, the catheter was repaired, and the treatment was completed. There was minimal blood loss, and a blood transfusion was not required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.